Event description:
It was reported that this pacemaker reverted to safety mode, and it was suspected the device battery had depleted prematurely. A replacement procedure will be performed in the next few weeks. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode, and it was suspected the device battery had depleted prematurely. A replacement procedure will be performed in the next few weeks. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.' Additional information received from the local area field representative indicates this device was lost at the hospital and therefore will not be returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode, and it was suspected the device battery had depleted prematurely. A replacement procedure will be performed in the next few weeks. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.